Event description:
Reporter received of independent change in rate. It was reported that the pump was returned to the biomedical dept with an unsigned note that read, "channel c control knob is difficult to turn". It was reported that during testing, the pump spontaneously changed rates on channels b and c when switching from dc to ac power. There was no reported adverse pt event while the pump was in clinical use. Though requested, no add'l info was available.